Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. (B)(4). The cause was determined to be damage to the battery. No repairs were made to correct the reported condition, the device was returned unrepaired. If any additional information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a battery low alarm. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event.

Manufacturer narrative:
(B)(4).